Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was detached and the core wire tip was exposed by approximately 2.0cm. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. There was no evidence of core wire fracture. The complaint is consistent with the returned guidewire since the distal tip was detached and the core wire tip was exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure in the common hepatic duct, the hydrophilic tip detached, exposing the tip of the metal corewire. The detached fragment could not be retrieved. The procedure was completed with another jagwire guidewire. The physician was considering about conducting another procedure to remove the detached tip in the near future. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure in the common hepatic duct, the hydrophilic tip detached, exposing the tip of the metal corewire. The detached fragment could not be retrieved. The procedure was completed with another jagwire guidewire. The physician was considering about conducting another procedure to remove the detached tip in the near future. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.